Event description:
It was reported that the ventricular lead exhibited low impedance. No intervention was performed; the patient would be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.